Event description:
Pt has a history of surgeries on right great toe performed at another facility. The most recent surgery was in 2004 when suspect medical device was implanted (again, the surgery was not performed at reporting facility.) Pt had continued pain after the 2004 surgery and was admitted to reporting facility in 2005 for another surgery on right great toe by another physician. During surgery the surgeon found suspect medical device at the neck of the first metatarsal area with intact nonabsorbable suture. The device had backed out and was causing irritation to the tendon causing chronic tenosynovitis. The pt has significant limitation of the first metatarsophalangeal joint due to contractures of the plantar and dorsal aspects. Suspect medical device ws removed. The surgery performed same day was revision arthrodesis of hallux interphalangeal joint of the right foot with criss-cross kirschner wires and excision of screw from distal right ballux; removal of painful bone anchor from dorsal right first metatarsal and complete release of first metatarsophalangeal joint contracture to increase the range of motion of the joint of the right foot.